Event description:
It was reported that during a ptca procedure, the physician experienced initial inflation difficulties with the balloon. Upon removal, the shaft of the catheter broke. No patient injuries or complications occurred.